Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff pre-inflation check was performed before intubation, and it was found that there was no air leakage. Two hours after the intubation, the ventilator alarmed and the patient was replaced with a new intubation.